Event description:
It was reported that the insulin pump had an unresponsive act button. The blood glucose reading was 270 mg/dl. No significant events leading to the keypad issues were observed. The customer stated that he just tested his blood glucose and was changing his infusion set when he observed the keypad issue. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind and basic occlusion test. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. All of the buttons functioned properly. No damage was noted on the keypad traces. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.